Manufacturer narrative:
(B)(4). No known impact or consequence to the patient.

Event description:
The physician was removing the cook ansel sheath towards the end of the angiography/ poss pta/stent of lower extremity procedure. While removing it, the sheath plastic separated in two pieces, connected only by the inside steel coil. The physician was able to grab the half of the sheath that was still inside the patient's groin and remove it completely. No additional complications or procedures were needed with this product failure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require and additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, instructions for use (IFU), quality control (qc) and a visual inspection of the returned device was conducted for the purpose of this investigation. Inspection the device shows no elongation or ductile separation of the sheath at approximately 8 cm from the distal tip. The separation occurred where the sheath material changes colors, which is suggestive of bond, separation. Qc inspection of the tubing is required to insure that there is no coil separation or breakage. A second inspection is require to "insure the material is free from surface defects, bumps, bulges, protruding coils between 5 mm proximal from the proximal end of coil and 2 mm distal from the distal end of coil" and to "insure good bond melt, if applicable." Flexor sheaths meet the tensile requirements through design verification testing. The IFU states the warning "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage."; and states the precaution "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." It is also instructed in the IFU for sheath removal, "withdraw the sheath and dilator as a unit." Additional questioning confirmed, "nothing was inserted inside during removal, after the ansel separated the doctor then introduced the sheath¿s dilator into the half that was still in the patient and removed together." The root cause was determined to be user technique upon removal of the sheath. The appropriate personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
The physician was removing the cook ansel sheath towards the end of the angiography/ poss pta/stent of lower extremity procedure. While removing it, the sheath plastic separated in two pieces, connected only by the inside steel coil. The physician was able to grab the half of the sheath that was still inside the patient's groin and remove it completely. No additional complications or procedures were needed with this product failure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require and additional procedures nor experience any adverse effects due to this occurrence.